Event description:
It was reported that the patient presented to the hospital for a routine generator change. During the removal of the right ventricular (rv) lead from the pacemaker, it was noted that the rv lead could not be removed from the pacemaker header after loosening the set screw. Multiple attempts to loosen and tighten the set screw were performed; however, the issue persisted. An insulation break was noted at the proximal end of the rv lead. The insulation break was confirmed via visual examination. The pacemaker was explanted and replaced, and the rv lead was capped and replaced on (B)(6) 2026. The patient was reported to be in stable condition.